Event description:
A customer contacted baxter to report that some cracks were noted on the twist clamp of the transfer set. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to damaged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. A white cap was placed on the dark blue connector for pressure testing and visually inspected the set, and chipping/flaking and crack of the light blue main body was noted. This complaint was confirmed for damaged miniset mainbody. In this case no functional problem was observed during the plant evaluation; however, visual flaking was confirmed. A root cause is undetermined.